Event description:
Customer reported unexpected negative reactions when testing a patient sample containing anti-e, during validation of echo.

Manufacturer narrative:
Reactivity of the e antigen was confirmed on retention crrid, lot id104. This lot was used on echo by the customer. The customer did not return product or sample for investigation. It is not possible to rule out the sample as a cause of the event.